Event description:
As part of the olympus 522 post market surveillance study for the the evis exera iii duodenovideoscope, the oer-pro endoscope reprocessor final rinse water was microbiologically cultured and tested positive for two-hundred and ninety-six (296) colony forming units (cfus) of microorganisms. The following microorganisms were detected; acidovorax facilis, acidovorax defluvii, blastomonas natatorial, blastomonas ursincola, and sphingomonas ursincola. The oer-pro was tested before use for reprocessing the scope. No patient injury reported. The reprocessor is to have the filters replaced and the self-disinfection cycle run by the facility/olympus before a second microbiological culture will be performed to determine if the contamination issue is resolved.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No similar complaint was raised with the same/similar model device in the past. A similar complaint from another facility was patient identifier c22164916. The root cause of the issue could not be conclusively specified. The relation between the subject equipment and the event could not be determined. The instructions for use (IFU) provides the following guidelines: the oer-pro is intended for use in cleaning and high-level disinfection of heat sensitive olympus flexible endoscopes and their accessories. Safe use requires detergent and an FDA-cleared high-level disinfectant/sterilant that olympus has validated to be efficacious and compatible with the materials of the oer-pro and olympus flexible endoscopes and their accessories. Use of a detergent or high-level disinfectant/sterilant that has not been validated by olympus may be ineffective and can damage the oer-pro components and the endoscopes being reprocessed. Endoscopes must be subject to cleaning by the user prior to reprocessing; however, use of the oer-pro enables the user to perform modified manual cleaning of the endoscope prior to automated cleaning and high-level disinfection in the oer-pro. ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."